Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube and the high voltage cable were replaced and the filament was calibrated during the service call. The system was then found to be operating as intended and put back into service.

Event description:
The customer reported, "pop noise during lateral exposure". The fse noted the customer had to reboot the system in order to make fluoroscopic exposure. There is no report of pt injury or death.